Manufacturer narrative:
Additional information: medtronic received information that the aware date of the reported issue was (B)(6) 2018. It was noted that a second procedure was completed to remove the fragment of the suspect instrument. Patient demographics provided. Correction: event date updated to proper value of (B)(6) 2018.

Manufacturer narrative:
Patient information was unavailable from the site. Device UDI not provided. Device lot number not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for an orthodontic procedure. It was reported that there was a broken instrument and it partly remained inside the patient. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.